Event description:
A (B)(4) was received by the MFR from (B)(6) on (B)(4) 2014 which stated that the system controller "failed approx 2 weeks after the lvad was placed. The nurse did not know how to change the driveline and the pt lost consciousness for at least 20 seconds. None of the physicians knew why the controller failed."

Manufacturer narrative:
The (B)(4) report did not provide any identifying info (e.g. User facility, product serial number). We were not able to identify any complaints of this nature for an implant date of (B)(6) 2014. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. No further info is available. The MFR is closing its file on this event.